Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo for review. The device history record review showed that there were no issues related to functional issues on the corrugated component involved in this complaint during the manufacture of the material for lot# 74c1501294. No corrective action can be established at this moment since the device sample or pictures are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the tubing does not seal on the ventilator and causes a diagnostic failure. The alleged failure was detected during the pre-test.